Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2018-19353; 2938836-2018-13193. During follow-up, there was lead endocarditis suspected on all the leads. The entire system was explanted to resolve the event and the patient was in stable condition.